Manufacturer narrative:
Correction made to b5: it was reported that eight (8) minicap transfer sets were unable to be disconnected from the patient line of the unspecified cassette (previously submitted as homechoice cassette). H11: the actual devices were not available; however, three (3) photographs of the samples were provided for evaluation. The photographs were visually inspected and showed a separation between the female connector and main body. Due to photo evaluation only and without the actual samples, the reported connection issue could not be confirmed or refuted.the cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) minicap transfer sets were unable to be disconnected from the homechoice cassette. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.